Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed and there was blood on the distal conductor of the lead and it was not obstructed. It was also noted that electrical resistance and cross continuity test results were within specifications.

Event description:
It was reported that during the implant procedure, the lead would not pace due to no capture. The lead was removed and replaced with a different model. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).